Event description:
Caller reported that the pt had a seizure shortly after a bg test with freestyle that gave a result of 95. Paramedics were called and when they arrived, bg result from their hand held meter (brand unknown) was 55. Caller also reported lab bg compared to freestyle bg showed "large" difference with freestyle giving a higher result.